Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Serial number / lot number is unknown. No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted as a serial/lot number was not provided by the customer.